Event description:
Surgeon working on sinuplasty procedure and balloon popped.device not used on patient / was being tested prior to use. Device malfunctioned, removed from field. No harm to patient.opened a new product, procedure went well.what was the original intended procedure?bilateral endoscopic maxillary sinusotomy using balloon sinus plasty catheter.